Event description:
Neuronetics, inc. Received a call from a company representative that one of his accounts had a patient who had a seizure during his 10th tms treatment session. The seizure lasted only 2-3 minutes but the patient was taken to the emergency room and had a CT scan which was normal. The patient was discharged the same day and has been doing well with no visible lasting issues.

Manufacturer narrative:
The investigation included a review of the patient's medical history and concomitant medications. The patient was diagnosed with asperger's syndrome which may have lowered his seizure threshold. Seizure disorders and epilepsy are frequently reported comorbidities in individuals with autism spectrum disorder which includes the signs and symptoms that were once part of an asperger's diagnosis. Additionally, two of the medications the patient was taking (clomid and amphetamine-dextroamphetamine) could also potentially lower his seizure threshold.